Event description:
Event verbatim [preferred term] she had red burns on her neck from where the elements sat/she got up to a inch blister on the right side [burns second degree] , . Case narrative: this is a spontaneous report from a contactable consumer. A female patient (consumer's mother) of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for neck pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer bought his/her mom the thermacare heat pack for her neck pain. When they took the patch off after a few hours the consumer noticed she had red burns on her neck from where the elements sat. On the morning of (B)(6) 22018 she got up to an inch blister on the right side. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. The sample had not been received by the site.

Event description:
Event verbatim [preferred term] , she had red burns on her neck from where the elements sat/she got up to a inch blister on the right side [burns second degree], narrative: this is a spontaneous report from a contactable consumer. A female patient (consumer's mother) of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unspecified frequency for neck pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer bought his/her mom the thermacare heat pack for her neck pain. When they took the patch off after a few hours the consumer noticed she had red burns on her neck from where the elements sat. On the morning of (B)(6) 2018 she got up to an inch blister on the right side. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. The sample had not been received by the site. Follow-up (05mar2019): follow-up attempts are completed. No further information is expected. Follow-up (02jun2020): new information received from a product complaint group included: investigation results.